Manufacturer narrative:
H10 h3,h6: the reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported breakage. The anchor was returned in four pieces of varying size. Dimensional assessment of the anchors is prohibitive. The inserter tines that interface with the anchor were also broken off and not returned. This condition of the device indicates it was subjected to excessive forces during use. Per the device IFU 10600571 ¿use of excessive force during insertion which can cause failure of the suture anchor or insertion device. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection¿. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during shoulder rotator cuff repair surgery, the twin fix anchor was broken. The device break inside the patient. There was an available backup device and it was used in the same bone hole. A delay greater than 30 minutes were reported. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.